Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® iliac branch endoprosthesis (ceb231010 and hgb161407), gore® dryseal flex introducer sheath (dsf1245). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation could not be performed as the device remains implanted. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limit to: leading end catheter component retention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient presented with aneurysm in the abdominal aorta and the right common iliac artery, underwent an endovascular aneurysm repair (evar) procedure using a gore® excluder® iliac branch endoprosthesis. The iliac branch component (ibe - ceb231010) was successfully implanted, as well as a internal iliac component (hgb161407) to the right internal iliac artery as planned. Following this, another internal iliac component (hgb161007) was selected as it was necessary to extend the graft implanted in the right internal iliac artery. The physician attempted to pass it through the gore® dryseal flex introducer sheath (dsf1245) sheath, which was correctly positioned inside the contralateral limb of the ibe graft. However, the difficult angles and two wires that intertwined with each other made it challenging to advance into the artery. The graft was retracted, wires rearranged, and successfully inserted and deployed the graft in the desired position. During the removal of the delivery catheter, it was noticed that the olive at the tip of the catheter had detached from the delivery system. The olive was positioned within one of the branches of the right internal iliac artery; it did not block the flow and posed no risk, as it was stuck there without the ability to continue further in the bloodstream. The chief surgeon decided that the situation did not endanger the patient and continued the procedure to its successful completion. The patient is improving, with no evidence of injury or complications resulting from the incident. There was no delay or extension time in the procedure.